Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and no issues were noted. A functional flow rate test was performed and the flow rates were found to be within the specification. The reported issue was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor under infused. After the 5 day infusion, it was noticed that the device did not infuse completely. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.